Manufacturer narrative:
(B)(4)the sample was not returned therefore, no evaluation was performed.

Event description:
Baxter product surveillance was notified by a nurse at (B)(6) dialysis (B)(6) on (B)(6) 2010 that a homechoice patient (hp) developed peritonitis (date unknown). During a follow up call, the facility nurse indicated she declines to provide additional clinical information and requested that baxter does not call back regarding this event.